Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. The product support engineer (pse) provided parts ID for the 2nd gen ui assembly and discussed installation. Failure analysis of the returned part indicates conclusion: root cause: the burn out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the ventilator had a dim display. There was no patient involvement.